Event description:
Global pharmacovigilance received a report from a (B)(6) nurse of a (B)(6) male patient who experienced loose bowel movement "lbm" (diarrhea), peritonitis and cardiopulmonary arrest with dianeal therapy. On an unknown date, the patient started treatment with dianeal intraperitoneal (ip) for peritoneal dialysis (pd). On an unknown date, the patient developed "loose bowel movement" (lbm). On (B)(6)2010, the patient was diagnosed with peritonitis and hospitalized. On (B)(6)2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally for continuous ambulatory peritoneal dialysis (capd). The effluent leucocyte count on (B)(6)2010 was 10 cells/mm3 with 29% neutrophils and 71% lymphocytes. The event of peritonitis resolved in (B)(6)2010. On (B)(6)2010, the patient experienced a cardiopulmonary arrest while hospitalized for the peritonitis. Dianeal therapy was ongoing at the time of the fatal event. The reporter believed that the event of peritonitis was not related to the dianeal therapy. Additional information received 09/27/10 from the nephrologist indicates dianeal pd2 ultrabag was added as suspect. The physician indicated cardiopulmonary arrest was not related to dianeal. It is unknown what interventions were provided for the treatment of the peritonitis. It is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
Health professional reported a "port explant due to leak."

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Upon further review of investigation results, this incident has been determined to be reportable as a serious injury.